Event description:
It was reported that the implanted device alerted due to atrial pace impedance greater than 3,000 ohms. The device lead safety switch (lss) automatically switched the programming vector from bipolar to unipolar pacing/sensing. In unipolar the measurements were all within normal limits. The threshold was 0.6 v at 0.4 ms and the impedance was 416 ohms. In bipolar, aside from the out-of-range impedance, there was no capture at high outputs as well as noise. The patient was sent for x-ray as a lead fracture was suspected. A lead replacement was being planned (tentative date of (B)(6) 2026). The device remained programmed to dddr and the atrial remained in service at unipolar programming. No adverse patient effects were reported. Additional information received indicated that the lead was explanted and replaced without complication. The lead was disposed of and thus won't be returned for analysis.

Manufacturer narrative:
Investigation summary/conclusion: this lead was not returned. Based on the available information, boston scientific is unable to exclude a device problem. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the implanted device alerted due to atrial pace impedance greater than 3,000 ohms. The device lead safety switch (lss) automatically switched the programming vector from bipolar to unipolar pacing/sensing. In unipolar the measurements were all within normal limits. The threshold was 0.6 v at 0.4 ms and the impedance was 416 ohms. In bipolar, aside from the out-of-range impedance, there was no capture at high outputs as well as noise. The patient was sent for x-ray as a lead fracture was suspected. A lead replacement was being planned (tentative date of (B)(6) 2026). The device remained programmed to dddr and the atrial remained in service at unipolar programming. No adverse patient effects were reported.